Event description:
As reported, during a transfemoral pulmonic case the physician attempted to deploy the 26mm sapien 3 ultra valve using tee and no angio. It is possible the valve was not in the correct place. The valve was surgically removed and replaced with a surgical valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Corrected b.5 and b.7 based on medical records received. Added h.6 device code. Investigation is ongoing.

Event description:
Per a review of medical records received, a pulmonary valve replacement and pulmonary root remodeling were attempted with placement of 26mm sapien 3 ultra valve. Under general anesthesia, a midline sternotomy was performed. By tee the operator could see that the pulmonary annulus was nearly 29mm. In order to address the pulmonary annulus, it was plicated with pledgeted sutures, and surgical material was used, resulting in a pulmonary annulus and pulmonary root that was approximately 20mm in size. This is by tee measurement and also by using graft sizers outside the pulmonary artery. A purse-string was then placed at the right ventricular apex and rosette fashion with pledgets. The patient was then heparinized and then a needle was placed through the purse-string, and a wire was threaded up into the pulmonary artery. A dilator introducer was then threaded over the wire. The procedure was then turned over to the second operator. The second operator then made sure the wire was well into the left pulmonary artery and then the dilator was exchanged to the introducer assembly necessary for the safety and valve. A 26mm sapien 3 ultra valve was chosen. The valve assembly was then positioned under echo guidance and the valve was deployed. There was a fair amount of ventricular ectopy upon valve deployment and plan tee after applying the valve was noted to slip back into the right ventricular outflow tract, and although was stable in this position, there was a large paravalvular leak. The decision was made to go on bypass. The pulmonary artery was opened, and the valve was able to be brought up into the main pulmonary artery. The wire that had been placed through the s3u valve was then removed and the purse-string was snare at the right ventricle apex. The pulmonary tracheostomy was then closed, and the patient was weaned from bypass. Tee showed once again a large paravalvular leak and the valve moved quite a bit within the pulmonary artery. Because of this, the operator elected to once again go on bypass, and then opened up the pulmonary artery to the plication area and removed all of the plication sutures. The valve was then removed and replaced with a surgical valve. A 29mm edwards bovine pericardial valve was implanted under cardiopulmonary bypass. The sternum was closed, and the patient was weaned off the cardiopulmonary bypass.

Manufacturer narrative:
The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and no complaints related to the complaint codes were identified. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Per the description, the 26mm sapien 3 ultra (s3u) valve was used off-label in the pulmonic position. The edwards commander delivery system is indicated for use with the sapien 3 (s3) valve only in the management of pediatric and adult patients who have a clinical indication for intervention on a dysfunctional right ventricular outflow tract (rvot) conduit or surgical bioprosthetic valve in the pulmonic position with >= moderate regurgitation and/or a mean rvot gradient of >= 35 mmhg. The IFU in this section was reviewed for relevant guidance and instruction on device usage of the commander delivery system with the sapien 3 valve. Landing zone sizing should be measured in multiple planes. Use compliant balloon catheter. Measured at the minimum diameter of the landing zone. Ensure final landing zone diameter doesn't impinge on coronaries. Ensure a noncompliant landing zone. Eliminate any residual stenosis using standard techniques prior to placing the prosthesis. To minimize the risk of conduit rupture, use caution when using a balloon with a diameter greater than the nominal diameter (original implant size) of the conduit for predilation of the intended deployment site. Pre-stenting provides a landing zone for valve and treats the underlying stenosis, especially lesions longer than the valve frame, and maintains a circular configuration. Recommended sizing is based on the diameters measured in multiple views of the landing zone. In the presence of presenting, prosthesis sizing should be based on the diameter of the balloon at full inflation. Place the thv completely within the landing zone. Avoid positioning the distal (outflow) half of the thv within any residual stenosis which may affect proper leaflet function. Use different fluoroscopic views, if uncertain about positioning. Placement of the thv in the proximity of stenosis can result in thv movement during deployment. Use the fine adjustment wheel to control fine positioning of the thv. Ensure the flex tip is pulled back to the middle of the triple marker. Ensure the balloon lock is locked. Turn the fine adjustment wheel to finely control the thv position in either direction. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The malpositioned thv and pvl were unable to be confirmed due as applicable imagery was not returned. No potential manufacturing non-conformance was identified. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter heart valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to thv malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally calcified leaflets, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The complaint description reported that the patient initially had an annular diameter of 29 mm. The annulus was plicated with sutures and resized to 20 mm. The operator chose to deploy a 26 mm sapien 3 ultra valve. The complaint description states, 'the valve assembly was then positioned under echo guidance and the valve was deployed. There was a fair amount of ventricular ectopy upon valve deployment and plan tee after applying the valve was noted to slip back into the right ventricular outflow tract, and although was stable in this position, there was a large paravalvular leak.' Attempts was made to resolve the pvl, but unsuccessful. Despite the valve was able to be brought up into main pulmonary artery through open surgery, tee showed once again a large pvl and the valve moved quite a bit within the pulmonary artery. In this case, the valve was implanted in a sutured landing zone, which is not indicated for sapien 3 ultra valve in pulmonic position. Thv requires annular calcification, existing bioprosthesis, prestent, or a conduit to anchor and stabilize its position. Since pulmonic calcification is rare, implantation of the valve directly on native pulmonary valve may not provide an adequate landing zone. While suturing the pulmonary valve annulus may reduce the size, is not adequate enough as it does not provide a rigid structure for seating a valve. Deployment of the valve in such landing zone could lead to malposition. Additionally, it was reported that, 'during a tf pulmonic case the physician attempted to deploy the valve using tee without angio. It is possible the valve was not in the correct place.' The IFU warns the procedure should be conducted with fluoroscopic guidance. Without a good visibility of the patient anatomy, this may result in valve malpositioning. Without the return of the applicable imagery, a definitive root cause was unable to be determined. However, available information suggests that procedural factors (off-label use, poor visualization) may have contributed to the complaint event. As the valve was malpositioned from the targeted landing zone, the pvl skirt of valve can no longer provide an adequate seal against the anatomy. This could have led to paravalvular leak as reported in this event. Without the return of the applicable imagery, a definitive root cause was unable to be determined. However, available information suggests that procedural factors (thv malposition) may have contributed to the complaint event.